Manufacturer narrative:
Age at time of event: (B)(6) or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a treatment procedure the device became stuck on an non-bsc guide wire. The complete total occlusion was located in the superficial femoral artery. This jetstream® xc atherectomy catheter was selected; however the device became stuck on a non-bsc guidewire. Both devices were removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is stable.